Event description:
The device was used during a lung volume reduction procedure. Reportedly, the staple line was incomplete and the device was difficult to fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.